Event description:
It was observed that during device evaluation, the duodenovideoscope had a burnt forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the malfunction burned forceps elevator was the use of high energy endo therapy accessory such as high frequency without keeping enough distance from the distal end of the subject device, also its cause was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.